Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, cracked lenses noted when they are coming out of the cartridge. He believes it might be the cartridge. He does not believe it is the tech or the inserter. Additional information was received stating scheduled procedure was completed on same day by removing the lens and putting another one. There was no patient harm reported.